Manufacturer narrative:
No product will be returned per customer. The customer complaint of the IV tubing set leaked from part of the tubing just above the pump could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing set leaked from part of the tubing just above the pump. This resulted in an etoposide spill that was cleaned per protocol. No patient harm reported.